Event description:
Following an impaction removal surgery at the user facility, it was noted that the impaction bur guard was cracked. The procedure had already been completed successfully with no delay, no medical intervention, and no adverse consequences reported. It was also reported that during testing at the manufacturer facility, the nose bearing of the impaction bur guard was shattered. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
Following an impaction removal surgery at the user facility, it was noted that the impaction bur guard was cracked. The procedure had already been completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Manufacturer narrative:
The engineer was able to confirm the reported crack for different devices on this same oe, and it was determined to be inapplicable to this particular device, which had a different event description of having a damaged bearing, which was confirmed. Based on a review of the risk documents, the damaged bearing was likely from a drop or other blunt force.